Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the database was corrupted and station was not booting up. A field service engineer replaced the hard drive and configured it. Also performed the data synchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system database was corrupted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.